Event description:
Technician alleged the brake casters would ratchet. No patient impact.

Manufacturer narrative:
The technician found the cause to be worn brake casters. The brake casters would hold the wheel from rolling but not from swiveling. The technician replaced the brake casters to resolve the issue.